Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a 8mm longitudinal tear on the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the markerband that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 2.25mmx12mm nc emerge balloon catheter was advanced for dilatation. However, when the physician attempted to apply pressure up to 12 atmospheres on the 1st inflation, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with a 2.25x8 nc emerge balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). A 2.25mmx12mm nc emerge® balloon catheter was advanced for dilatation. However, when the physician attempted to apply pressure up to 12 atmospheres on the 1st inflation, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with a 2.25x8 nc emerge® balloon catheter. No patient complications were reported and the patient's status was good.